Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found light guide connector was damaged. Adhesive around objective lens was peeled. The bending section rubber had a scratch. Adhesive on bending-rubber had a chip. The indication on light guide connector was not correct. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Light guide-bundle had breakage. A review of the device history record found that the device was shipped in accordance with specifications and no deviations caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation the likely cause is determined to be due to stress of repeated use, external factors, or handling of the device. A definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities". Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had physical defects of the connector. Inspection and testing of the returned device found the adhesive around objective lens was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.